Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sets leaked.

Manufacturer narrative:
The device history record could not be performed because a lot number was not provided. As part of our manufacturing process, all device history records are reviewed and approved by quality prior to release of product. Photos were provided for evaluation along with one physical sample outside of its original packaging. During the functional evaluation of the physical sample no leaks were detected however the provided pictures show evidence of leaking therefore the reported condition will be treated as confirmed related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened. These actions will be designed to prevent the reoccurrence of the reported condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.